Manufacturer narrative:
The lens was returned position incorrectly in the lens case. Viscoelastic was dried on the lens. One haptic and the optic edge were damaged due to the returned position in the lens case. The other haptic was bent distal area. The optic had been cut from the edge to the center, typical of a removal. Complaint and product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Associated products were not provided. The root cause for the reported lens luxated due to a lack of capsular support cannot be determined. The reason for the lack of capsular support was not provided. The returned lens had damage typical of a removal. The information did not indicate the reported events were related to the lens. Information was provided that the patient required a vitrectomy and as a result was left aphakic. It was indicated that the patient had recovered. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during surgery the patient becomes aphakic due to lack of capsular support. Additional information has received and it states that the lens was luxated due to that it was removed during initial procedure and surgery completed on the same day.